Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: since leakage from biopsy channel and trace of water invasion of scope connector were confirmed, it was possible that electronic components such as circuit board inside scope connector corroded/broke and the suggested event occurred. As a cause of leakage from the biopsy channel, it was presumed that the channel was damaged by handling/ forcible passage of endo therapy accessories, but this could not be further determined. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope¿s identification is not displayed. However, the device was returned for evaluation and during the inspection, an unsupported error code, e315, was evident. This medical device report (MDR) report is being submitted for the error code malfunction found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, it was observed that the light cover and optical cover glasses adhesive were worn, the distal end adhesive was lifting, adhesive was also lifting on the insertion tube rubber, and there was water leakage on the suction connector. Further inspection noted, we were unable to connect the plug body connection, the biopsy channel and brush passage was leaking, the up/down, right/left angle not to specification, minor play was evident on the up/down angle play and the electrical safety test was not to specification. Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.